Event description:
Vallejo, r. Et al. "Morphine pump catheter rupture after percutaneous lithotripsy" world institute of pain. 2006; 6,4:289-290. Six mos after implantation, the pt started to complain of severe intermittent abdominal pain that radiated to her right groin and was associated to hematuria. The pt was diagnosed with kidney stones and underwent percutaneous lithotripsy. Several days after the lithotripsy, the pt reported severe worsening of her low back pain. Attempts to increase the rate of infusion did not provide any relief, so pumpogram was performed which indicated extrusion of contrast into the subcutaneous tissues. The pt was taken to the or, and a new catheter was implanted. Two weeks following replacement, the pt was again obtaining adequate pain relief using a basal infusion rate of hydromorphone. No signs of overdose were reported by the pt after the lithotripsy, other than the rebound pain.